Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient's pacemaker was found in a back-up mode due to an unknown cause. The pacemaker was reverted back to normal operating mode and the patient was discharged with no adverse consequences.